Event description:
While servicing a unicel® dxh 800 coulter® cellular analysis system at a customer's facility, a beckman coulter field service engineer (fse) identified a contained leak from the system. Two error conditions of "vcsn mix pressure out of range, low" and "sample temperature out of range, high" were also reported in connection with this event. No laboratory personnel was exposed to the leak which was contained within instrument and cleaned up by fse. No patient samples or quality control were ran before leak was discovered as the daily check did not pass. There were no reports of exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and inspected the multi-transducer module (mtm). The fse found the flow cell sample line tubing had become disconnected, which caused cleaner to spill down below the mtm. This leak damaged the vcs (volume, conductivity, scatter) temperature control board, and the mix pressure transducer (ad362). In addition, the fse identified cleaner in the sample line peltier module. The retic (reticulocyte) mixing chamber sample line from free fitting to the dv (distribution valve) had also become disconnected due to a clogged drain tubing from the retic mixing chamber. To resolve these findings, the fse replaced the flow cell sample line tubing and the retic mixing chamber sample line tubing. The retic mixing chamber was replaced as preventive maintenance. The vcs temperature control board, and the mix pressure transducer (ad362) were also replaced resolving the error messages recovered by the instrument. (B)(4).